Event description:
The customer stated that he was hospitalized for high blood glucose levels. The customer stated that the cannula has popped out of his skin and he wasn't getting any insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.